Event description:
It was reported that the homechoice (hc) was heating the solution more than usual during use. A swap of the hc was arranged. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. A review of the event history log of the device could not confirm the reported event. All electronic components that control the temperature were checked and found to be in good working condition. Functional testing, including temperature and calibration testing, found no issues. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A trend review will be completed. Should additional relevant information become available, a supplemental report will be submitted.